Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having seizures since five years ago. The caller stated that they taped the insulin pump to her body with medical tape. The customer was low and passed out in the bathroom at work. The caller stated that she is having seizures since six months after she turned diabetic. The customer also had a tumor removed, and she is on seizure medication. The customer declined to troubleshoot as she stated having low blood glucose when she got to the hospital. No further information was provided.